Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. The useful life of freestyle precision pro meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life. Therefore, no further investigation activities are required. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received a low reading from an adc hospital blood glucose meter. The health care professional reported a low reading of 492 mg/dl which was lower than lab reading of 678 mg/dl. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and upon docking. Control solution tests were performed and all results were satisfactory. No malfunction or product deficiency was identified. The reported test strips have not been returned, however an extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required at this time. If the test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported that a patient received a low reading from an adc hospital blood glucose meter. The health care professional reported a low reading of 492 mg/dl which was lower than lab reading of 678 mg/dl. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.